Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 260 units of insulin during the load sequence. There was no reported adverse effect to the customer's blood glucose level. Technical support guided caller through the process of filling and loading a new cartridge onto the pump correctly and arranged for replacement supplies to be sent. Customer was advised to use backup therapy until the new supplies arrived.